Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh and floseal hemostatic matrix were implanted on (B)(6) 2009 along with concurrent total laparoscopic hysterectomy and bso due to urinary stress incontinence, pelvic pain, uterine descensus grade 2, and probable endometriosis. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary problems, recurrence, and dyspareunia and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced vaginal itching, discharge and infection months post op.